Event description:
On (B)(6) 2019 I had lasik performed at (B)(6) by dr. (B)(6). Since that time I have been in constant discomfort and pain. After 3 trips back to the center and no relief provided, I had to go to another ophthalmologist. I am beyond distraught to have learned that the lasik flap never heals and will always be at risk for a flap dislocation. I am only (B)(6) and do not even have children yet but now I have this new worry to carry with me the rest of my life. This complication was never disclosed even though I was given a waiver and told ¿this is everything that could go wrong¿. I¿m so depressed I am suicidal. This procedure should not be allowed, especially if the patient is not going to be fully informed. My pain and discomfort are being addressed by my new doctor but I worry my eyes will never feel pain-free. Already known that my eyes will never be the same and they are compromised forever. This procedure should be banned. At a minimum, patients need to be informed of the permanent risk to their eyes of flap dislocation. It was presented to me that 3-6 months you are ¿healed¿. On top of the pain, I have extreme dry eyes which I never had before. I cannot drive at night as the glares and halos are so bad. Please correct the mistake you made by allowing this procedure originally, so the suffering can end. (B)(4).